Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2501005), and no non-conformance was identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the electrode comes in used condition. The shaft was found bent and the tip is broken. The broken fragments were returned. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure;. Excessive bending force was applied to the device's shaft therefore the shaft was bent and the tip was broken. As per IFU; carefully insert and withdraw electrodes to avoid possible damage to the device and/or injury to the patient or surgical personnel. Attempts to bend electrodes can result in electrode fracture or degradation of electrode performance. Excessive force may damage the electrode tip assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5: upon subsequent follow-up with the customer, additional information was received. The reporter stated that it was the fault of the surgeon who was using the tip electrode to push the bone graft.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device history review a manufacturing record evaluation was performed for the finished device lot number (u2501005), and no non-conformance was identified. According to the information provided, it was reported that the electrode bended and top is broken. The product was not returned to j&j medtech orthopaedics, however a photo and a video were provided for evaluation. Visual inspection of the returned photo and video found that the electrode is shown in used condition. The shaft was found bent and the tip is broken. The broken fragment is not shown in the photo or in the video. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure;. Excessive bending force was applied to the device's shaft therefore the shaft was bent and the tip was broken. As per IFU; carefully insert and withdraw electrodes to avoid possible damage to the device and/or injury to the patient or surgical personnel. Attempts to bend electrodes can result in electrode fracture or degradation of electrode performance. Excessive force may damage the electrode tip assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a shoulder repair surgery, it was observed that the vapr tripolar 90 suction elect device was bent and the top of the device was broken. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.